Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 24 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, while trying to cross the right coronary artery, the stent strut was deformed. The device was removed and the procedure was completed with another of the same device. There were no complications reported and the patient's status was stable.